Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The opened probe returned for evaluation was not within the final lot number reported based on radio frequency identification (rfid) tag identification; therefore, no sample evaluation was performed. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint was unknown; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the vitrectomy probe could not cut and aspiration was functioning during the vitrectomy surgery. The surgery was completed with no patient harm.